Event description:
It was reported that air was observed in the patient line of the cassette during the initial drain on the homechoice. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the air. The technical service representative assisted the patient to disconnect and removed the supplies. The technical service representative advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.